Manufacturer narrative:
One cadd legacy pump was returned for analysis. The customer's reported allegation was confirmed. Investigation found the pump had faulty motor and downstream occlusion sensor with damaged lens, overlay and battery door cover. Service replaced the faulty motor and downstream occlusion sensor to correct the reported problem. The damaged lens, overlay, and battery door cover was also replaced. The pump passed all functional and delivery testing. DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Updated information received. No patient involvement, all issues discovered during testing.

Event description:
It was reported that a cadd® cadd-legacy 1 pump's reason for return was lec 1872. Unknown if there was patient involvement.